Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a robotic right tka on (B)(6) 2018. Patient reported that he thinks his pain started in april of last year, he stated he used his right to dig dirt with a shovel. Patient stated his pain started at the knee and is now radiating to his hip. Patient is also experiencing discomfort in his knee.